Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, aspirating the sheath after insertion to check that no bubbles in the sheath, the physician noticed that plenty of bubbles were present out of the sheath throughout the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, aspirating the sheath after insertion to check that no bubbles in the sheath, the physician noticed that plenty of bubbles were present out of the sheath throughout the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported air ingress was unable to be confirmed.